Event description:
It was reported that infusion stopped prematurely in an infusor during patient use. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received with approximately 50ml of fluid in the reservoir. Flow was not visually observed at the distal luer. Forced prime was attempted, but flow was not observed. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor housing. The reported issue was confirmed due to blockage from micro-air bubbles inside the lumen of the glass capillary. A supplemental report will be submitted if additional relevant information becomes available.